Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to oversensing and pacing inhibition that did not lead to asystole. The patient's cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.